Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 seal didn't discharge properly and misfired. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection revealed that the seal and the tension spring assembly were outside the loading device, intact. The delivery device was received outside the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the failure mode "the seal misfired" was not confirmed as there was no evidence of blood on the device. The complaint is confirmed for failure to load, fitting problems. A lot history record review was completed and there was no nonconformance that could have caused the reported failure mode. (B)(4).